Event description:
The customer reported their intellivue multi measurement server (x2) is rebooting and indicates a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.